Event description:
Customer stated she noticed a small crack in the seat 1 week after she received it and now it is 3 inches by 3 inches. Customer also alleged the suction cups on the bottom of the chair are not holding. No injury alleged.

Manufacturer narrative:
(B)(4)- no RMA has been initiated for this issue. Model 98071, serial number/date code (B)(4) is approximately 11 months old. The owner's manual part number 1148079 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female with weight of (B)(6) and the age, and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; cracks were notice in the seat of the transfer bench, issued to her from the occupational therapist, after only 1 week of use. The customer also alleged the crack became larger, 3inches by 3 inches wide (appearance of a groove). The customer also alleges the suction cups do not hold well. The customer is well below the weight limitation of 315 pounds as noted on the invacare web site and packaging manuals. The suction cup malfunction warning noted on page 1 of the customer's manual states "check rubber tips for rips, tears, cracks or wear. If any of these conditions exist, replace rubber tips immediately". "Users with limited physical capabilities should be supervised or assisted when using the transfer bench". Cracks in the seat may pose a potential for injury if warning labels are not adhered.